Manufacturer narrative:
Additional information was provided in section b2 outcomes attrib to adv event, section b describe event or problem, and section h6 impact codes. Detailed product information was not provided to bsc. It was not available because device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that one day post operatively, the patient presented with aphasia and developed a cerebral infarction. During an ablation procedure to treat atrial fibrillation, a farawave catheter was selected for use. The procedure was performed in less than two hours, with less than 50 applications. Air management appeared to be well performed. Perfusion was also performed using sheath 120 and catheter 50. The catheter was inserted using an air tray, and the sheath perfusion was stopped at that time. The catheter was reinserted, and no other catheters were utilized. One day post-operatively, the patient presented with aphasia. The patient underwent an MRI, and a cerebral infarction was confirmed. No further information was provided. The device was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns. As the device was disposed of, the lot number is unavailable. It was further reported that the procedure was a pulsed field ablation procedure. The patient is currently recovering. It was further reported treatment was administered to resolve the stroke was fluid and rehabilitation. The patient symptoms appears to be improving. The patient was hospitalized, and has now been transferred to another hospital for continued rehabilitation. It was not known if the patient has been released from rehab. Additionally, the patient suffer from impaired renal function prior to the procedure that could have led to the adverse event.

Event description:
It was reported that one day post operatively, the patient presented with aphasia and developed a cerebral infarction. During an ablation procedure to treat atrial fibrillation, a farawave catheter was selected for use. The procedure was performed in less than two hours, with less than 50 applications. Air management appeared to be well performed. Perfusion was also performed using sheath 120 and catheter 50. The catheter was inserted using an air tray, and the sheath perfusion was stopped at that time. The catheter was reinserted, and no other catheters were utilized. One day post-operatively, the patient presented with aphasia. The patient underwent an MRI, and a cerebral infarction was confirmed. No further information was provided. The device was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns. As the device was disposed of, the lot number is unavailable. It was further reported that the procedure was a pulsed field ablation procedure. The patient is currently recovering.

Manufacturer narrative:
Detailed product information was not provided to bsc. It was not available because device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.